Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the suture and posterior needle tip were not returned. This limited the scope of this investigation. Inspection of the device revealed successful anterior cuff-to-needle tip engagement; however, all posterior cuff tabs were flattened. Damaged posterior cuff tabs indicated that the cuff and the needle tip were initially engaged during needle deployment, but disengaged when retracting the needle plunger from the device to retrieve the suture. Posterior cuff-to-needle tip detachment can appear very similar to the reported posterior cuff miss; therefore, the reported product experience is confirmed. During testing, the needle clearance test was performed and the result was acceptable. This test was to ensure that there would be no obstruction that could prevent the needles from securely engaging with the cuffs during needle deployment. The plunger was successfully reinserted and retracted without any observable resistance that could contribute to the cuff-to-needle tip detachment. No manufacturing or quality issues were detected. Based on the investigation findings, the root cause for the posterior cuff-to-needle tip detachment could not be determined based on our investigation. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the unicel dxc 600 pro synchron clinical system was getting error messages that the waste sump was not draining and that there was a leak in the hydro area. No injury was reported.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, during the advancement of the knot, the suture broke. It was not specified as to how hemostasis was achieved. There was no reported adverse pt sequela. Though requested, additional info was not provided.